Event description:
It was observed that during the device evaluation there were foreign objects in the nozzle of the colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated. Additional findings include; due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, adhesive on the bending section cover had a chip and crack, due to clogging of the nozzle the water removal ability did not meet the standard value, the adhesive around objective lens was peeled, the adhesives around light guide lens had white-clouded area, there was a scratch on the plastic distal end cover and connecting tube, the objective lens had a scratch, the paint on the suction cylinder was peeled, switches 1 and 4 had a scratch, the universal cord had a scratch and a wrinkle, and due to a scratch on the objective lens a flare occurred. The customer cleaned, disinfected, and sterilized the device before returning to olympus, with no abnormalities observed and a delay reported. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide further information provided by the customer and the results of the legal manufacturer's final investigation. According to the customer, it was unknown if the air/water nozzle was flushed with water and air, if the device was presoaked in detergent solution after the delay in the start of pre-cleaning, if the air/water nozzle was flushed with detergent solution, or if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. Additionally, it was noted that the staff had aspirated a clip into the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected and prevented by following the IFU: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.